Event description:
Medtronic received a report of two pipeline devices having deployment failures. Additional information was received indicating the devices got stuck and failed to open. They were unable to be resheathed/deployed by the physician.

Manufacturer narrative:
Associated regulatory report: 2029214-2022-00377. If information is provided in the future, a supplemental report will be issued.